Event description:
The customer reported the ventilator screen went blank and then shut down without audible alarm while in use on a pt. The customer reported there was no pt harm. The customer reported the ventilator power was cycled off and on, and the ventilator again shut down. The respironics service tech was unable to duplicate the reported problem, however, confirmed a diagnostic code in log history indicating a ventilator restart had occurred. The service tech reported the unit would not pass initial extended self testing (est). The service tech replaced the power supply to correct the reported problem of the unit shutting down, however, was unable to duplicate the alleged alarm failure. Est and performance verification testing was completed and all tests passed per operating specifications, including alarms.